Event description:
It was reported that a beta bionics ilet user called to do a supply change, and the screen was unresponsive. The patient could not get to the change cartridge and tubing after 10 attempts. She stated she has been having issues for a while. Pt was advised she will receive a new ilet. The patient's blood glucose was not affected and was measured at 82 mg/dl.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.